Manufacturer narrative:
(B)(4). In the original report indicated that the device was not available for evaluation. This has been corrected to "yes" in this report. (B)(4).

Event description:
The customer reported that false positive rheumatoid factor (rf) patient results, associated with the use of a specific immage immunochemistry system rheumatoid factor (rf) reagent lot, were generated on an immage immunochemistry systems. Immage immunochemistry system rheumatoid factor (rf) reagent lot (B)(4) was in use on this instrument at the time of the event. Beckman coulter inc. Assessment of customer supplied data revealed the generation of eight positive rf patient results on (B)(6) 2011, which, upon repeat on the same instrument using the same rf reagent lot, generated negative results in three instances. The customer indicated that none of the associated patients' clinical examinations correlated with positive rf results. It is unknown as to why the patient results provided were generated after the date of contact for this event. The erroneous rf results were reported out of the laboratory however there were no reports of deaths, serious injuries or change to patient treatment associated or attributed to this event. No issues with other chemistries or system errors were reported. No sample issues were noted. No additional sample handling/collection information was provided by the customer.

Manufacturer narrative:
The initial reports address was recorded in (B)(6) and could not be recorded as the characters were not accepted by the esubmitter software. Service was not dispatched for this incident. Root cause is not known but this appears to be a reagent issue.